Manufacturer narrative:
Exemption number e2015058. (B)(4). As this is a pre-2008 model which only contains a user accessible memory log, no information can be determined between the device passed 'out qat' on 31st may 2007 and upon receipt at heartsine. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a failure of the real time clock (rtc). There were no log entries recorded in the device memory as this is a pre 2008 model with no history log no information could therefore be obtained about the device history. The device was disassembled again to investigate. Investigation found the fault can be attributed to a depleted coin cell. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.